Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not delivering insulin. Customer's blood glucose (bg) was 400 mg/dl. Multiple boluses were delivered and infusion set was changed to address bg. Customer reverted to manual injections for insulin therapy.